Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for inflation difficulty and/or incomplete inflation was unable to be confirmed as no applicable imagery or device was returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, the user decided to deploy it despite the valve having shifted more proximally on the balloon. According to the IFU manual, thv should be in the correct position between the shoulders on the delivery system. Because of the shift, the valve was no longer centered on the balloon, which likely caused uneven balloon inflation and incomplete expansion of the proximal portion of the valve, ultimately pushing the valve toward aortic side. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by out japanese affiliate that during a transaortic tavr with a 26mm sapien 3 (s3) valve, while attempting to cross the native valve with the 26mm certitude delivery system (ds) crossing difficulty occurred and the s3 valve shifted proximally on the ds. After crossing the native valve, the s3 valve shifted approximately 4mm, but the decision was made to the deploy the s3 valve as is. The balloon of the ds was inflated, but it slipped toward the left ventricle resulting in inadequate expansion of the proximal portion. Since the s3 valve remained at the aortic annulus, the balloon was retracted and re-inflated; however, it slipped again toward the left ventricle. The valve was deployed with 3ml less than nominal volume and landed 100:0 aortic/ventricular position. After the valve deployment, trivial paravalvular leak was observed. The procedure was completed without complications. The difficulty in crossing was considered to be caused by the guidewire deviating toward the left coronary cusp side due to calcification. Although the inflation volume was nominal, the physician thinks that appropriate level of expansion was achieved for the patient. Since the valve could not be deployed during the first expansion, it is considered that the acceptable duration of inflation was exceeded.

Manufacturer narrative:
The investigation is ongoing.